Manufacturer narrative:
(B)(4). Eval, results: (conversion to open repair). Eval summary: from the examination of the returned devices and clinical info provided, the exact cause of the proximal type I endoleak and stent graft migration could not be determined; however, it is likely that the reported severe proximal neck angulation contributed to these events. The devices were returned with both endurant aortic cuffs and the contra limb detached from the bifurcate, and distally the device was transected at the mid-length of the limbs; the distal limbs were not returned. No device integrity issues were seen with either of the two endurant aortic cuffs. Multiple suture breaks were seen at the proximal sealing zone of the aneurx bifurcate between rings 1 - 2, indicating a large amount of stent graft angulation in-vivo. No other fabric or stent integrity issues were seen in this proximal seal location. Multiple abrasion holes (primarily on the posterior surface proximal to the flow divider), with multiple suture breaks and strut fractures were observed between rings 3 - 4 of the bifurcate aortic body, which also appear likely caused by severe stent graft angulation. It is possible that these fabric holes may have ben the source of an endoleak, although it is likely that the aortic cuffs would have covered these holes and no endoleak was reported in this area. Since the timing of the initial stent graft migration is unk it is possible that many of these stent graft examination findings occurred after the stent graft had migrated. (MFR report# 2953200-2011-01437, 01438).

Event description:
The device was explanted during surgical conversion due to a possible aneurysm rupture, shortly following secondary aortic cuff treatment of a proximal type I endoleak due to stent graft migration. The films were not provided to evaluate the in-vivo configuration of the stent graft and possible aneurysm morphology changes. It was recently reported that the pt was found to have a proximal type I endoleak due to stent graft migration. The aortic neck was reported as severely angulated and measured 24 - 28mm in diameter. The amount of migration below the renals was not reported. Following placement of two overlapping endurant aortic cuffs to build up to the renals, a proximal type I endoleak was noted. Re-ballooning showed improvement of the endoleak. However, postoperatively the pt was hypotensive despite dopamine, and the hemoglobin and hematocrit had dropped. Cta showed a possible leak from the posterior wall of the aneurysm and the decision was made to immediately convert the pt during open repair. No aneurysm rupture, endoleak, or any other device issues were reported during the explant; the pt was successfully converted using an 18 x 9 bifurcated dacron graft.